Event description:
It was reported by the customer that a pyxis medbank system had a drawer failure. The customer stated that they are unable to cycle count cephalexin 250mg cap, the drawer did not open to cycle count. The cubie drawers 5 and 6 were still failed. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer failure. The field service engineer replaced bus controller to resolve the issue. The issue caused a delay in dispensing medication to the patient. The system functioned as intended after the field service engineer troubleshooted the device.